Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2024 that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On approximately (B)(6) 2024, the patient stated that her blood sugar was so high. She did not remember "the thing" alerting her in the middle of the night. She did not think it was reading right. The patient refused to provide further event details despite multiple attempts to gather information. As of (B)(6) 2025, the patient was hospitalized because of inaccurate readings for this event that occurred in (B)(6) 2024. No further event details were provided during this time. At the time of the follow up contact, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.